Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having irritation, myocardial infarction. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 01/31/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging irritation, myocardial infarction. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. Technician confirmed the operation of the heater plate. During review of the error logs, error log showed 0 errors logged. During the investigation technician observed very light scratches on the left side panel and bottom enclosure. Dust-like contamination was observed on the right side panel, and walls of the bottom enclosure. An unknown potential liquid contamination was observed at the base of the right side panel. Technician observed dust-like contamination on and under the flip lid assembly, on the flip lid seal, on the left side panel, on top of the water tank, inside the humidifier bottom enclosure, on and under the heater plate, and in the lower base. A small piece of whitish (paper looking) debris was observed in the lower base. An unknown brownish contamination was observed in the lower base. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. Box d and h was updated in this report.